Manufacturer narrative:
The malfunction was observed during initial testing; however after disassembling the device to determine root cause, the malfunction was no longer seen. The device was put through extensive testing without duplicating the malfunction. The pace/defib engine assembly was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Additional pro code: dro. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed "defib failed ff/pacer failed ff" message. Complainant indicated that there was no patient involvement in the reported malfunction.